Event description:
A consumer reported seeing objects much smaller at a distance and blurry following intraocular lens (iol) implant surgery. One month later, the lens was exchanged for the same model lens. Post-exchange, the consumer reported that the replacement lens "is still giving her problems". Approximately two weeks after the exchange, the replacement lens was found to be off-centered and had to be repositioned. At the consumer's request, the surgeon was not contacted. There are two medical device reports for these events. This report is for the exchanged lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 04/10/2009.